Event description:
It was reported that a user experienced frequent low blood glucose events while using the ilet and elected to return the device; at the time of contact the reported glucose was 250 mg/dl with a downward trend, and the user reported having been trained and having engaged with their healthcare provider. Investigation of this case revealed an unclear cause for both hypoglycemia and subsequent hyperglycemia, with no corroborating device malfunction identified. No clinical symptoms associated with recurrent hypoglycemia and hyperglycemia reported. Outcomes included user dissatisfaction with therapy and intent to discontinue use without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.